Manufacturer narrative:
The unit had normal operating currents. The unit had a button error alarm and an intermittent button response due to corroded keypad traces. The unit was monitored and unexpected battery out limit alarms occurred during testing. The unit had a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a cracked lcd window, a scratched reservoir tube window, and a missing end cap sticker.(B)(4).

Event description:
The customer called in to report a button error alarm, a battery out limit alarm, and an unresponsive keypad. The customer also reported that the device was exposed to fluid. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.